Manufacturer narrative:
D4: full UDI is not available due to missing lot number. H6: the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop spinning at the desired time. It was also reported that there was medical intervention required to repair damaged tissue. The procedure was completed successfully without a clinically significant delay.

Manufacturer narrative:
D4: full UDI is not available due to missing lot number. H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop spinning at the desired time. It was also reported that there was medical intervention required to repair damaged tissue. The procedure was completed successfully without a clinically significant delay.